Manufacturer narrative:
Age: unk. Sex: unk. Weight unk. Ethnicity: unk. Race: unk. Device evaluation not required. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -07.50 diopter, tore during loading and there was no patient contact. The lens tore in the cartridge as it was being advanced forward by the lens loading forceps. There was extra resistance in the cartridge and the lens was stuck. Another same model lens was implanted and the problem was resolved. The patient is doing great. The cause of the event was unknown.